Manufacturer narrative:
This report is for two unknown polyaxial heads/unknown lots. Implant date: unknown date 2011. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery, l2-s1 posterior fusion with l2-3 transforaminal posterior lumbar interbody fusion (t-plif) and l5-s1 tplif, multiple parts did not function as intended while inserting the new screw system. The simple persuader got stuck, jammed, on the screw and the surgeon had to pry it open to get it off the screw head. Another simple persuader was available to use as backup. The straight shaft (straight tip stardriver) used during final tightening kept slipping off the locking cap. Another straight tip stardriver was available to use as backup. The screwdriver, (sport grip stardriver) would not hold the locking caps. The surgeon attempted to use the backup screwdriver, but that also would not hold the locking caps. The surgeon used bone wax with the screwdriver to make the locking caps stick. In addition, the mallet broke. After impacting the interbody, the technician noticed that the plastic portion could easily separate from the mallet. The threads inside the mallet were stripped. The fragment that was generated from the mallet breaking was in the mallet and was easily removed and discarded. The surgeon used the metal side of the mallet to finish the work. The revision surgery was being performed because the patient had adjacent level disease at l3-l4 and the surgeon wanted to replace the old click¿x screw system with the new matrix screw system. A time delay of two minutes was reported. No patient harm was reported during the revision surgery. This report is for two unknown polyaxial heads. This is report 9 of 10 for (B)(4).